Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (error when charging a battery pack) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 transistor on the bedside board. The root cause for the damaged q1 transistor and defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn # (B)(4) indicating that the battery charger/modem was displaying an error code when charging a battery pack.